Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sub total gastrectomy procedure, at the sixth firing, the reported product was used in the anastomosis of small intestine and y limb in distal gastrectomy. They tried to fire it but the device fired in a bit and stopped. Firing could not be performed afterwards and the thickness of the tissue was thin. Another device was used to complete the procedure. There was no patient injury.